Event description:
Procedure: prostatectomy. Reportedly, the instrument was applied; however, it cut but did not complete the staple line. As a result there was "important" bleeding. No indication was given about the amount of bleeding or the intervention required to mitigate it.